Manufacturer narrative:
The technician replaced the manual trend valve and the head hi/low down valve stem to repair the bed.

Event description:
Info received indicates when the hi/low up function is activated; the head end of the bed slowly drifts back down to a trend position.